Manufacturer narrative:
No additional information is available. Should any additional information related to this event become available, this event will be updated.

Event description:
Boston scientific received information that the patient with this device had an episode of ventricular tachycardia (vt) where the initial detection was in the vt-1 zone (monitor only) and the rate increased to the vt zone where anti-tachycardia pacing (atp) was delivered. The rate slowed back to the monitor only zone and then dropped out after almost two minutes. Technical services discussed this was normal device operation since redetection occurred when the rate went to the vt zone. It was later reported that the patient received atp and shocks for supraventricular tachycardia (svt). The representative is unsure how many shocks the patient received but the representative did not think that therapy had been exhausted. However, if therapy had been exhausted, it would have only been for the vt-1 zone as the rhythm never went to the ventricular fibrillation (vf) zone so shocks for vf were available. The clinicians were notified via latitude as the patient did not go to the emergency room after receiving the shocks. The rate started in the vt-1 zone and crossed into the vt zone when therapy was delivered. Rid was programmed on. This patient was young and very active and is capable if getting rates into the vt-1 zone with exercise. Technical services discussed programming options. The physician elected to reprogram device therapy to two zones. No additional adverse patient effects have been reported. All available information indicates that the device remains in service.